Manufacturer narrative:
On 3-jan-2024, the product investigation was updated with the manufacture record evaluation. A manufacturing record evaluation was performed for the finished device 31147320l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001489315

Event description:
It was reported a patient underwent an atrial fibrillation cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. The procedure went without issue. No transseptal occurred--there was a patent foramen ovale. The complication of the cardiac tamponade occurred the day after in the hospital room. A pericardiocentesis occurred. The patient was hospitalized for two additional days for monitoring. None of the settings for the carto 3 system or smartablate generator were out of the ordinary during the procedure.